Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited an increase in capture thresholds. It was noted that the patient had fallen off the bike prior to the event. Chest x-ray revealed micro dislodgement. No intervention was performed at this time. There were no adverse consequences to the patient.